Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine follow up. High pacing lead impedance was observed. Patient was asymptomatic. Patient will be monitored.